Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a patient was placed on impella cp support after presented with intermittent chest pains and hypotension for 2 weeks. During the percutaneous coronary intervention and while on impella cp support, the patient experienced multiple episodes of ventricular tachycardia that required defibrillation. The patient later declined, and the decision was made to withdraw care. Care was withdrawn and the patient expired after 42.62 hours of impella support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.